Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes are exhibiting oil gel globules which are being pipetted up into the roche cobas pure analyzer. This is also resulting in failed qc and precision tests for lipase. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Complaints for sample quality for the month of june 2025 were not under statistical control however, factors that may contribute to oil gel globules and imprecise results-lipase could not be evaluated through a clinical study to verify the design of the device met it¿s intended use because the lot number is unknown. The affected lot/batch must be specified in order to perform clinical testing. Additionally, certain assays, in this case lipase testing, are not validated in bd clinical laboratory protocols. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure modes: erroneous results (accuracy) and oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes are exhibiting oil gel globules which are being pipetted up into the roche cobas pure analyzer. This is also resulting in failed qc and precision tests for lipase. No adverse impact was reported regarding the patient or user.